Event description:
It was reported to boston scientific corporation that the complainant noticed a hole in the sterile package during procedure preparation. There was no patient involvement.

Manufacturer narrative:
One lynx device was received for investigation. Upon visual examination, it was observed that the lid had a small hole in the center of the width of the pressed seal. A complaint review indicated that there were no similar complaints for this lot number. There was no root cause confirmed.